Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1429003) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Hospitalization was incorrectly checked in the initial report. The patient's hospitalization was not mynx related.

Event description:
The following information was reported: on (B)(6) 2014, a patient underwent a diagnostic left heart catheterization procedure and was closed with a mynx ace vascular closure device. The mynx ace was followed by 2 minutes of pressure. Hemostasis was achieved without complications. The patient was sent to the unit for post catheterization care, pending coronary artery bypass grafting. On (B)(6) 2014, at 0040 hours (12 hours after the procedure), the patient removed the dressing and got out of bed unassisted; at this time the patient was noted to have a hematoma. The nurse held pressure for 15-20 minutes and the hematoma improved. At the 0229 hours, the patient complained of back pain and was turned on her side, at this time it was noted that the hematoma felt firmer. The nurse held pressure for 10 minutes. The size of the hematoma was noted as "small." On (B)(6) 2014 at the 2300 hours, the patient was transferred to the ccu. It was noted that the patient got up to use the bedside commode for a bowel movement and the patient experienced bradycardia and had an episode of syncope. The patient complained of flank pain and was transferred back to the ccu. The patient's hgb was 7.4 (down from 11.4). A CT scan confirmed a retroperitoneal bleed and the size was noted as 3.4 x 1.9 x 2.3 cm via an ultrasound.